Manufacturer narrative:
Investigation result: two mz1000 samples were received in one opened packaging from lot 25045215 for investigation. The customer reported that "IV flow did not go through maxzero nfc, because connected with b. Braun 3-way stopcock, system does not work. B. Braun 3-way stopcock pin is too short. It does not open the valve." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. As the connecting product was not returned to assist the investigation, it was not possible to determine whether this may have contributed to the customer's experience. A review of the production records for lot 25045215 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
No additional information5.

Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter: it was reported that IV flow did not go through maxzero nfc, because connected with b. Braun 3-way stopcock, system does not work. B. Braun 3-way stopcock pin is too short. It does not open the valve. During use additional information received from the customer: could you please confirm how the fault was identified? They notice the failure when they tried to start the infusion. It did not run. But did you read my pir report? I mentioned they use b. Braun discofix and b. Braun IV-sets. In b. Braun products the pinn, which is supposed to open the valve, is not long enough to open the valve properly. So, the problems are caused by that, mostly. In finland they always attach valve strait to cannula, then they attach 3-way stop-cock and then infuison set. We know it's wrong but that is how they do. Could you please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion. When they started the infusion could you please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No damage could you please confirm what substance was being infused during the time of the event? I do not know was there any external fluid leakage observed? No.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.